Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise oversensing. The noise oversensing was reproducible with arm movements and isometrics. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition throughout the procedure.